Event description:
A malfunction alarm identified as malf 8 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The pump could not be reset, so technical support arranged for a replacement. The customer was instructed to use a backup insulin pump to maintain insulin delivery.